Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported the setting they have was not working as well and they wanted to increase it a little bit. The patient reported it helped in certain ways but not as much as they thought it would. The issue started when they went back to the doctor for a follow up and they got their communicator mixed up and it was left in the office and patient did not know it until a week later when they looked in their bag and it took them about a month to get another one. The agent reviewed how to use the programmer to increase amplitude. The patient agreed to maintain stimulation level and continue to track symptoms. The patient reported they felt stimulation sensation down the hips but that it was comfortable for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.